Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon would not inflate on the initial inflation attempt. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a duraflex 3.5/18 mm stent. The maverick2 monorail balloon was removed and replaced with another maverick monorail balloon to successfully predilate the lesion. The duraflex stent was deployed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.